Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional manufacturer narrative. B5; additional information provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
03/12/2019: additional information received that the sales consultant was present during the case on (B)(6) 2019. Alert date should be changed to 01/13/2019 to reflect the awareness date.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.221.017, lot p310496: release to warehouse date: may 01, 2018. Supplier: (B)(4). No non-conformance reports (ncr's) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was completed: one cable lock was received for investigation. The device is in a worn condition consistent with routine use and servicing. The etches are slightly faded, but still completely legible. The coupling is undamaged. No visible damage that would impact functionality was able to be identified. The device was manually operated and was found to correctly open and close without any issues. There was no difficulty actuating the device and no issues with the internal locking mechanism was identified. The report of difficulty actuating and unable to lock was unable to be confirmed and the complaint condition was not able to be confirmed. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H11: corrected data: d10: date device returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that two (2) provisional tensioning devices were used during the procedure and an additional two (2) were used after the case. Concomitant device reported: cable/wire trauma: (part/lot unknown, quantity 1); provisional tensioning device (part 391.884, lot p247358, quantity 2). This is report 4 of 5 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the unknown cable was fed around the patient¿s femur and into the provisional tensioning device as described in the technique guide. The surgeon attempted to lock the cable lock but found it extraordinarily difficult and had to force the lock. When a slight amount of tension was applied to the unknown cable, the unknown cable snapped at the cable lock. The same thing happened when a second unknown cable was used. The surgeon was able to lock and tensioned a third unknown cable but once tensioned, the surgeon could not get the provisional tensioning device hold to lock on the unknown cable. They switched out the cable lock with another cable lock they had in there set but had the exact same performance. The surgeon eventually pulled the tension manually and had the surgeon¿s resident crimp the cable. After the case, the surgeon and an associate attempted to feed a new unknown cable through the tensioner to try and narrow down the problem, but they were unable to get the cable lock or tension holder to lock onto the unknown cable. There was a 15 minutes surgical delay. The procedure and patient outcome is unknown. Concomitant medical products reported: unknown cable/wire trauma: (part #: unknown, lot #: unknown, quantity #: 1). This report is for one (1) 1.7mm cable lock for pistol grip cable tensioner. This is report 4 of 4 for complaint (B)(4).

Event description:
Update info: it was reported that two (2) cables/wire devices failed in the field, however, when tested after the case they could not make any of the devices function properly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: event: update info. Lot number provided for reporting. Device evaluated by MFR: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.